Event description:
It was reported that the customer was in diabetes ketoacidosis and paramedics were called. The blood glucose reading was 540mg/dl. The wife stated that the customer was taken to the hospital. Troubleshooting was not performed, because the customer's wife did not have the insulin pump at time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.